Event description:
A report was received from a physician's clinic notes stating vns had worsened a patient's underlying sleep apnea. The sleep apnea problems were also causing the patient to have shortness of breath. At a follow-up visit, the physician decreased the patient's output current as the patient continued to report apneic episodes. System diagnostic tests were run at this visit and subsequent visits and showed ok impedance indicating the device was working as intended and that a malfunction did not contribute to the sleep apnea. No known surgical interventions have taken place due to the patient's sleep apnea. No further relevant information has been received to date.